Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio observed that the battery pins of the device had corrosion. As a precaution and part of preventative maintenance, the battery pins in the device were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
After further investigation, physio-control determined that the likely cause of the reported issue were due to old batteries and corroded battery pins.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.